Event description:
It was reported that the patient presented for generator change procedure. Upon interrogation, the right atrial (ra) lead exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.